Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that leakage on the connector of the transducer sensor that is marked "black colour". Reportedly, there were no patient complications or injuries.